Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels of 600 mg/dl. The customer stated they think they put their cannula in wrong. The customer also reported a partial display and they thought their insulin pump was reading in the german language. The customer was advised to reach out to their doctor. The product was not returned for analysis.